Manufacturer narrative:
Product complaint (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a stent assist coil embolization, a 4mmx16mm enterprise2 stent (encr401612, 11163863) couldn¿t be returned to the introducer completely. After the stent arrived at the target position, the physician thought it needed to be adjusted, then he withdrew it. After the stent went back and passed the prowler select microcatheter (mc), he found it stuck in the introducer. Therefore, the user pulled back the microcatheter and stent together out of the patient. The physician did not use the mc and or the enterprise stent anymore. A competitor¿s products were used to complete the operation. There was no patient injury reported. The target position was lost due to the micro catheter pulled back outside of patient. No additional information is available. The device was not returned for analysis and therefore no further investigation can be performed at this time. The lot number is not known; therefore, a device history record review cannot be completed. With the information available and without the product available for analysis, the reported customer complaint of ¿catheter (body shaft) obstructed-in patient with loss of mc cerebral target position¿ could not be confirmed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation interaction, aneurysm size and vessel characteristics and device selection may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The product catalog and lot numbers were not reported; UDI unavailable. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This is one of two products involved with the complaint and the associated manufacturer report numbers are 1226348-2019-01009.

Event description:
As reported by a healthcare professional, during a stent assist coil embolization, a 4mmx16mm enterprise2 stent (encr401612, 11163863) couldn¿t be returned to the introducer completely. After the stent arrived at the target position, the physician thought it needed to be adjusted, then he withdrew it. After the stent went back and passed the prowler select microcatheter (mc), he found it stuck in the introducer. Therefore, the user pulled back the microcatheter and stent together out of the patient. The physician did not use the mc and or the enterprise stent anymore. A competitor¿s products were used to complete the operation. There was no patient injury reported. The target position was lost due to the micro catheter pulled back outside of patient.